Manufacturer narrative:
It was reported that the patient has laxity. Revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient has laxity. Revision surgery is planned to exchange the poly inserts.